Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l57096, implanted: (B)(6) 1998. Product type: catheter. (B)(4).

Event description:
It was reported the patient was going through a ¿sleep cycle thing¿ that started (B)(6) 2013, and has lasted through the weekend. The patient had experienced leg jumping, so the patient¿s health care provider (hcp) raised her dosage 100% two weeks prior to the date of this report. The leg jumping had been happening for a long time. The pump dosage was increased by 50% on (B)(6) 2013. The patient experienced leg jumping on (B)(6) evening ((B)(6) 2013) and fell asleep on the couch. As of (B)(6) 2013, the patient had been sleeping since she fell asleep on the couch. On (B)(6) 2013 at 11 am, the patient was given one adderall and was also given an adderall at 9:15 am on (B)(6) 2013. The patient had slept through it all. At 9:40 am and 12:00 pm on (B)(6) 2013, the patient had nausea and threw up water. The patient was being brought to the medical center. The pump was delivering baclofen. Additional information reported the patient experienced excessive sedation and vomiting. On (B)(6) 2013 the patient was assessed by a physician and the pump dose was decreased from 1590.4 mcg/day to 1263.1 mcg/day (21% decrease). The patient was sent to the emergency room due to vomiting and dehydration. As of (B)(6) 2013, the patient was doing fine and was receiving effective therapy. The patient began intrathecal baclofen therapy in 1999 and was ongoing as of the date of the report. The pump was delivering lioresal, concentration 2000mcg/ml.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's husband was checking on the device manufacturer representative that he was expecting to come to a medical center to lower the dosage of baclofen being delivered by the patient's pump. It was reported there were several possibilities for the reason the patient was in the hospital. "One could be the baclofen pump was delivering too much medication". It was reported the patient had days when she couldn't wake up but on (B)(6) 2014 was the second day the patient couldn't wake up. They called the "same health people" who recommended they call an ambulance. The patient was then taken to the ER (emergency room) and was just admitted to a room. No further information was provided.